Event description:
It was reported that sixteen days after an uneventful xact stenting procedure in the left internal carotid artery the patient was hospitalized with expressive aphasia and was diagnosed with a transient ischemic attack. There was no reported treatment given, and the patient's condition resolved two days after hospital admission. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological event is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.